Manufacturer narrative:
H.6. Investigation: photos were received by bd for evaluation. A quality engineer was able to review the photos of a venflon 22ga from lot # 0066005, regarding item # 393202 with the reported issue of ¿broken catheter¿. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 0066005. No customer returned sample received but the customer has shared photographs of the broken catheter which is available for investigation. The retention samples of 0066005 were retested for following investigation. Simulation of damage product with various media: by hand by equipment by sharp accessories (knife / blade) by reinsertion simulation of the ptfe tubing by hand simulation: ptfe tube is pulled by hand. Result: ptfe tube is elongated in length without any breakage of tube. Simulation (by equipment): simulation: quality test - catheter pull test is performed to check amount of force required to break ptfe tube. Result: ptfe tube broke at approx. 19n force conforms the specification of product (min. 15n) simulation (by blade): simulation: ptfe tube is cut by knife. Result: ptfe tube is divided into two pieces and portion attach to catheter is similar to customer reported defect description conclusion ¿ there is no issue found related to ptfe tube in plant with respect to process wise. ¿ the defect simulated by blade or knife cutting where it cuts into two pieces suggests that the catheter was accidently cut by the blade or knife lead to incident of catheter fracture ¿ the defect is generated during withdraw of catheter and there is chance of use of sharp accessories during practice. ¿ the rear end of the broken catheter in the photograph is similar to the catheter that was cut by a sharp accessory. ¿ the other end of the catheter mimics the reinsertion end of the catheter. Based on the photograph shared by the customer it appears that re-insertion of the catheter could have caused to break the piece of the catheter which has floated inside the vein. When we simulated the re-insertion technique we found that when inserting the catheter along with the cannula, we found that if the catheter gets even slightly tilted (which may occur when inside the vein, as veins are not straight and can bend) it will give resistance to the cannula and not let it proceed further. Aggressive and desperate re-attempt to get access to the vein( when you see blood flow inside the cannula) will damage the catheter and break it into small pieces and which will fall apart from the catheter. When this catheter is pulled out from the vein, due to broken end the catheter will not get smoothly removed and cause resistance too. This will again require the healthcare worker to pull it out in desperation and which may be attempted by cutting it with knife or sessions. Re-insertion attempt is strictly contraindicated for ivc and we have printed this instruction on the venflon shelf pack back side. Catheter is made from a ptfe(polytetrafluoroethylene tubing) also known as teflon tubing. It has a very tough material and cannot easily snap or break. This is a practice issue and requires a trained staff to use the instrument in a right and safe manner. H3 other text : see h.10

Event description:
It was reported that venflon pro 0.9mm x 25mm broke and a piece remained in the dog. The following information was provided by the initial reporter: we had a serious incident with one of your products a week ago. A chihuahua had a blue pvk of the type 10522. Collar on the animal and nothing unusual was noted at the location. The next day it was noticed that it was wet around the tape. They taped up carefully to see what the fault was. Then the plastic hose has come loose from the other venlflon! The dog was quickly x-rayed, and it was found that a piece was left in the vessel. Quickly with a stasis above, the dog was anesthetized and the part was operated on. It was 10 stitches and 2 extra nights with us due to the leg being full of bruises afterwards. This cost the animal owner concern and a lot of money for us. I still have the bite. The picture shows the batch number of the 2 different variants that were in the box the venflon was taken from. I want to clarify that no scissors have been used at any time around this pvkn.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro 0.9mm x 25mm broke and a piece remained in the dog. The following information was provided by the initial reporter: we had a serious incident with one of your products a week ago. A chihuahua had a blue pvk of the type 10522. Collar on the animal and nothing unusual was noted at the location. The next day it was noticed that it was wet around the tape. They taped up carefully to see what the fault was. Then the plastic hose has come loose from the other venlflon! The dog was quickly x-rayed, and it was found that a piece was left in the vessel. Quickly with a stasis above, the dog was anesthetized and the part was operated on. It was 10 stitches and 2 extra nights with us due to the leg being full of bruises afterwards. This cost the animal owner concern and a lot of money for us. I still have the bite. The picture shows the batch number of the 2 different variants that were in the box the venflon was taken from. I want to clarify that no scissors have been used at any time around this pvkn.